Event description:
It was reported that customer confirmed placement date (B)(6) 2022 and removed on (B)(6) 2022 due to infection. Tooth 4.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.